Event description:
Centaur instrument error resulted in an incorrect troponin value being reported. The specimen collected gave a result of 0.23. The result was called to the nurse. Another troponin collected approximately seven hours later gave a result of less than 0.02. Both specimens were retested and the results of both specimens were less than 0.02. The earlier test results were deleted from the computer and the nurse was notified. Siemens will be notified about the error.